Event description:
It was reported that when the patient's device had been implanted, the device was protruding over the chest, and was so painful that the patient was unable to put on a shirt. One month after implant, the device was repositioned so that it no longer protruded, and remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.